Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml and three high level hcg urine controls (203.4 iu/ml, 201.8 iu/ml and 205.2 iu/ml); all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis and insufficient information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Distributor reported that a customer alleged getting false negative hcg results with henry schein hcg urine cassette. No confirmation testing was reported; no reported adverse event or further details provided. The actual date of occurrence was not provided. Technical service specialist made several attempts to obtain more information from the distributor and the end user but was unable to get any further details.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention and return devices. Retention and return devices were tested with 25 miu/ml and 3 high level of hcg urine controls (203.4 iu/ml, 201.8 iu/ml and 205.2 iu/ml), all results were positive at read time. No false negatives were obtained. Root cause could not be determined without patient specimen in-house analysis and insufficiency of information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.